Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated that there was a kink in the line that they could not straighten. The hp stated that one line was leaking. The technical service representative (tsr) instructed the hp to start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed. The patient had stated that fluid was leaking from a line and the line was kinked. Because a sample was not available for evaluation and the patient did not describe any type of use error that might have caused the leak/kink the complaint could not be confirmed and a cause determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.